Event description:
It was reported that, "the patient is trying to exercise. Numbness is subsiding on the right side of her knee which is now extremely painful. It has always hurt since the surgery. She is feeling electric pulses up her leg. She is inhibited from doing most movements. She can barely lift her leg. It is sore to the touch."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon cemented stem-15mm x 50mm, cat# 5560-s-115, lot# n4w01b. Tri ts baseplate size 2, cat# 5521-b-200, lot# zoep. No 2. Triathlon ts plus tibial insert x3 poly 11mm, cat# 5537-g-211, lot# mhekj3. Triathlon asymmetric x3 patella, cat# 5551-g-299, lot# 916k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.